Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual evaluation of the device led to the finding of two cracked solder joints and a bowed switch. During functional evaluation, engineering found that the reload was not recognized. A product enhancement has been implemented to prevent this condition from re-occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a bariatric procedure, the nurse tried to load the reload to the powered handle with the adapter. Neither the handle, nor the adapter gave a sign that the handle was loaded. It was not possible to calibrate the handle. To correct the condition, they had to change to a new handle and a new adapter. The handle worked with another adapter. The reload worked with a new adapter as well.